Event description:
It was reported that the insulin pump alarmed motor error and no delivery. Customer does not use the sensor feature and they were able to complete to complete the rewind sequence. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window and a broken belt clip slot.